Manufacturer narrative:
The ge service rep tested the system multiple times without failure. An audible arcing was heard at the time the fault occurred. He found a loose screw on the snubber assembly. The rep tightened screws on the snubber assembly, performed assembly checks on the mainframe, adjusted the ffb voltage to 5.2 vdc, crimped ribbon cable ends, tightened screws on line filters then tested the system. The fault did not reoccur. The system operates as intended.

Event description:
The customer reported that the system was having intermittent saturation faults on the c-arm display.